Event description:
The patient experienced increased baseline pain. The patient was admitted to the hospital. Telemetry confirmed a critical alarm was occurring. The pump had reset due to low battery and was in safe state. The physician reprogrammed the pump to simple continuous. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.